Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set became disconnected from the patient line of the homechoice cassette while the patient was sleeping. The renal therapy services agent assisted with ending the therapy and advised to start over with new supplies. The transfer set was replaced after this event. There was no patient injury or medical intervention associated with this event. No additional information is available.